Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that prior to a procedure, the patient label sticker was missed in packaging. There was no patient contact.

Event description:
It was reported that prior to a procedure, the patient label sticker was missed in packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. The result of the investigation is unconfirmed for the missing label sticker issue. This product is not supplied to the market with a removable patient label sticker. Based upon the available information a definitive root cause could not be determined. Labeling review: no labelling issue identified. H10: d4 (expiry date: 08/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a procedure, the patient label sticker was missed in packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. The result of the investigation is unconfirmed for the missing label sticker issue. This product is not supplied to the market with a removable patient label sticker. Based upon the available information a definitive root cause could not be determined. Labeling review: no labelling issue identified. H10: d4 (expiry date: 08/2022),